Event description:
It was reported that during an unspecified coil embolization procedure, a coil was explanted. A 4 x 15 interlocking detachable coil (idc) was deployed without incident. While attempting to deploy a 18 x 50 idc, the coil was unable to detach. During withdrawal of the 18 x 50 idc, it became caught on the previously implanted 4x15 idc coil and was explanted. The guide catheter was cleared and additional coils were deployed to complete the procedure. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).